Event description:
It was reported that the patient exhibited difficulty in pairing their insertable cardiac monitor (icm) to the merlin app. Upon further investigation, it was found that the icm exhibited loss of bluetooth telemetry functionality. No changes were reported. There were no patient consequences.

Event description:
Additional information received indicated the patient was seen in clinic where it was revealed that the ble issue was due to excessive ble communication which resulted in the icm switching to telemetry lockout mode. The icm was interrogated which resolved the issue. There were no reported patient consequences.